Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons did not always respond has to press harder and button did stick down scratches on the screen. The customer¿s blood glucose level was unknown. The insulin pump rejected new batteries, battery life decreased from first day, cracks at reservoir, battery area and next to screen. The insulin pump had unexplained random no delivery alarms and stopped in middle of rewind. The insulin pump will not be returned for analysis.